Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation procedure. It was reported that intra-operatively, two catheters and fibers were inserted. A post-placement computed tomography (CT) scan was taken in the room. It was reported that the left trajectory showed a bleed near the surface, extending roughly a couple centimeters. The surgeon confirmed the catheter placement aligned with planned trajectories in the navigation system. The post-CT scan was fused into the planning session. The surgeon decided to continue with going to magnetic resonance imaging (mr) for the ablation based on the appearance of the artifact on CT, the alignment with the planned trajectories and the patient's vital signs which had remained consistent throughout the procedure. The patient was transported to mr and scans began. All pre-ablation scans, 3d t1, tmap and background scans for both fibers, were complete in about twenty minutes. The surgeon reported that the blood artifact on the images looked bigger than it did on the CT, but the size and patient¿s vitals were such that they did not see a reason to abort the procedure. The left fiber was ablated first. The appearance of the blood artifact was visible on the tmap image and appeared to get bigger over time. When the tmap scans were run for the right fiber, a new artifact was observed on the right fiber about two centimeters from the surface. The surgeon proceeded to ablate the right fiber. Ablation of both fibers was complete. The patient was removed from mr, both catheters and bolts were removed, and then a CT scan was taken. The CT showed nothing on the right side. The CT showed the bleed observed on the earlier CT and the mr scans on the left side. They were going to repeat the scan in three hours. The surgeon did not allege any defect in the thermal therapy product or navigation system planning software used for placement. There was a reported delay to the procedure of less than one hour. An update was provided that the hematoma was taken out and the patient was recovering quite well. It was reported that the ablation was perfect and the patient was seizure free.